Event description:
It was reported that the tip of the device broke. There was no harm or adverse event for patient, operator or third party reported. This was noticed after the surgery. No further information received.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that the tip of the device broke. The reported event was not confirmed as the evaluation revealed that the tip is not broken and works as usual. The proper function of the device is given. However the device shows signs of metal surface oxidation, and the laser marks on the distal end are faded.